Event description:
It was reported to philips that the ECG port connector for the device was worn. The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was verified that the ECG connector on the unit was worn an required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the ECG connector. The ECG connector was replaced and the device was deemed fit for use. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the ECG port connector for the device was worn. There was no patient involvement.